Event description:
It was reported that the scale was inaccurate due to not being able to be zeroed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.